Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving several shocks due to inappropriate high voltage therapy for intermittent atrial sensing. Programming changes were made. No further information.